Event description:
It was reported that the patient was having to have the pump explanted because she found out she was allergic to titanium. It was noted that the patient thought that the material specifications should be more apparent on the manufacturer's literature. The allergic reaction reportedly started "almost right away" after the implant. It was noted that an allergic reaction test from the device manufacturer was performed, and it was discovered that the patient was "big time allergic". It was noted that the pump was to be filled with saline on (B)(6) 2014, and then the patient would have the explant surgery as soon as it could be scheduled. The patient stated that she called about the material specifications last year and was told that the old and new pump have the same materials. The patient's pump was intended to infuse dilaudid. It was later reported by the healthcare professional (hcp) that "some" of their patients did not have a reaction until they had their device replaced or a second device implanted. When asked why the reporter thought the patient's would not react initially if they were allergic, the reporter stated that the doctor believed the patients may be sensitive to the materials in the device but thought the patient's body encapsulated it and would only react after being exposed to the material again. It was noted that the patient started having an inflammatory response around the pump after it was replaced in 2012 that was not an infection. It was described as "beefy red" and also had blisters around the pump site. The patient reportedly had started having gastro-intestinal symptoms around that same time and had black dots on her tongue. The patient had reportedly seen multiple doctors and no one seemed to know what was wrong with her, so they were going to explant the pump and her back hardware to see if that relieved the symptoms. It was later reported that the patient was tested and reviewed having allergies to titanium, silicone, and rubber among a few other things, upwards of 16 things. The patient was reportedly scheduled for surgery on (B)(6) 2014. It was noted that over the past seven years, she had had symptoms that had gotten worse. The patient reportedly looked up the symptoms for "titanium poisoning" and she had 75% of those symptoms. The patient's other titanium implants would also need to be removed. At the time of report, the pump was filled with saline, but it was intended to deliver three unknown drugs including bupivacaine. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.